Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced that one infusion set fell off during use. Infusion set was in use for about a day and a half. No further information was available.